Event description:
It was reported that during a device check it was noted that there were decreased r waves. It was confirmed that the right ventricular (rv) lead had dislodged and pulled back into the superior vena cava (svc). The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5086mri45 implantable pacing lead (B)(6) 2013. (B)(4).